Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent a lead revision procedure reported under MFR. Report#: 1627487-2020-21475. During the procedure, a dural tear/cerebrospinal fluid leak occurred. As a result, the physician patched and sealed the dural tear to address the issue. Also, the patient was advised to remain in the supine position for a few days following the procedure.

Manufacturer narrative:
Corrected data: describe event or problem (further information was inadvertently omitted from the initial report).

Event description:
The dural tear/cerebrospinal fluid leak resulted in the patient experiencing a headache, which was addressed over a couple of days after the physician patched and sealed the dural tear.